Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported that the pessary retrieval string pulled out of the product, there by making the string unavailable to aid in removal. The pessary was not used, as this issue was noted prior to use. No consequences reported.